Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device stayed jammed on the tissues. The device was removed by using another device for cutting. Clinical consequences were; less area because gastric tube was too tight. The patient has dysphagia. The procedure was prolonged of superior to 30 minutes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What color cartridge was used? Was buttressing material used? What troubleshooting steps were taken to open the device? How was the patient¿s dysphasia treated? What is the current patient status?

Event description:
It was reported that the device got blocked when cutting. It was impossible to open the device despite the application of the security procedure. No further information was available.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57x2p. Investigation summary: the analysis results found that one long60a device was returned with the anvil damaged the firing mechanism jammed. The device was received with an ecr60g reload loaded on the device. The reload was received partially fired 1/2, with the cartridge deck damaged. After further analysis it was noted that the knife had buckled. No functional testing could be performed due to the returned condition of the device. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.